Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken stylet was confirmed and was determined to be use related. The product returned for evaluation was a hydrophilic stiffening stylet and a t-lock assembly. The samples were returned separated from one another. The stylet was broken and returned in two segments. Complete breaks were observed in the core wire and coil wire. Light use residue was observed on the sample. Microscopic inspection of the break surface on the core wire revealed uniform striations. The overall shape of the core wire break was observed to be angled. Microscopic inspection of one end of the coil wire break surface revealed a region of what appeared to striations. The other end of the coil wire appeared uneven and granular. The weld tip was missing and not returned. The break surfaces of the core wire and coil wire were consistent with damage caused by contact with a sharp instrument. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported on the afternoon of (B)(6) 2024, during placement of 8194118, when the support guidewire was detached, it was found that the guidewire was broken at the end of the heparin cap, and after treatment, approximately 5 cm of the guidewire was still broken inside the catheter extension tubing, and then after separating the catheter and extension tubing junction of 8194118, the broken support guidewire was able to be removed. The patient has been using the catheter normally, the body function is normal, and x-ray examination confirmed no fragments left in the patients.